Event description:
It was reported that increased capture thresholds, variability in pacing lead impedance and lead dislodgement were observed. Patient was asymptomatic. The lead was explanted and replaced when repositioning was unsuccessful. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).